Event description:
While drawing up contrast into one of the syringes I noticed that the contrast started to leak at the top where everything screws onto the syringe. I changed out the transfer tubing set from the contrast bottle but the syringe still leaked at the top.